Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to call back if the issue recurred.